Event description:
It was reported that the tcm did not properly warm the patient during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service engineer could not duplicate the reported issue. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.